Event description:
An anesthesiologist was injured when a surgical/ operating room table, model no. 6001, manufactured by "skytron", suddenly went into a steep decline. The doctor was injured while trying to hold the table and the patient to save the patient from falling and getting injured. The table went from reverse trendelenburg to steep trendelenburg position. The hydraulic fluid leaked on the floor. It was all over the floor. Table controls were no more functional and surgery had to be interrupted till another table could be found to move the patient. The defective table was taken out of service.